Event description:
It was reported patient underwent a middle finger ligament repair procedure on (B)(6)2013. During the procedure, the plastic sleeve would not slide to allow the juggerknot anchor to deploy correctly. Surgeon re-drilled the pilot hole but the juggerknot anchor would still not deploy correctly. A new juggerknot anchor was utilized to complete the procedure.

Manufacturer narrative:
Examination of returned device found product to be conforming. During the evaluation, the root cause was determined to be due to surgeon preference.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.